Event description:
On (B)(6) 2023, within 10 minutes of ECMO bypass, the delta p was greater than 380 mmhg. Donor blood was given to the patient at the initiation of ECMO and the patient was not septic. There was no low gas exchange observed. Heparin was given, act was reported in the 200's. It was unknown if the patient had previously been on anti-coagulation therapy. The nautilus oxygenator was replaced with no impact to the patient. It was reported that a clot was observed in the oxygenator after the device had been replaced. There was no impact to the patient.

Manufacturer narrative:
The device was returned for investigation. The high delta pressure could not be replicated; however, visual inspection confirmed a clot on the inlet side of the oxygenator. A high delta pressure would indicate a flow obstruction, which may have been a blood clot. The root cause of the alleged obstruction or clot is unknown.